Event description:
Home patient reported multiple incidents of dry minicaps. The home patient stated the minicaps sponges were brownish in color,however the sponges appear dry and they did not observe the presence of betadine during the drain phase or their dialysis. Noted during use. No patient injury reported per home patient. The home patient was currently receiving vancomycin for an unrelated infection.